Event description:
Caller reported a cgm error 42 involving the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, resulting in successful initiation of their sensor session without further errors.